Manufacturer narrative:
Two (2) new list # 034-ch2000s-pc, connector macho cerrado spinning spiros®, tapon purpura; lot # 4559575, two (2) new list # 034-ch2000s-pc, conector macho cerrado spinning spiros®, tapon purpura; lot # 4374157, and two (2) new list # 034-ch2000s-pc, conector macho cerrado spinning spiros®, tapon purpura; lot # 4429926 were received for evaluation. Each of the new 034-ch2000s-pc spinning spiros were inspected and pressure leak tested and each met pressure leak expectations outlined in the product performance specification. No mating devices were returned to evaluate with the new 034-ch2000s-pc spinning spiros assemblies. The complaint was unable to replicated or confirmed. The device history reviews for lots 4559575, 4374157, and 4429926 were reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. Possible lot #'s: 4374157, mfg date: 2019-09-01, exp date: 2024-09-01; 4559575, mfg date: 2020-01-01, exp date: 2025-01-01; 4185633, mfg date: 2019-07-01, exp date: 2024-07-01; 4429926, mfg date: 2019-11-01, exp date: 2024-11-01.

Event description:
The customer reported in the day hospital oncology, there was leakage of oxaliplatin during use with a connector macho cerrado spinning spiros. The customer reported the spiros they had placed at the end of the system to connect to the patient¿s extension was scratched inside. When priming the set, they did not notice an issue, but after awhile of treatment, they noticed the patient¿s back was wet and there was a puddle on the floor. The patient¿s shirt was removed, and a gown was placed on the patient. There was patient involvement, but no harm reported.